Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope system controller (esc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esc was analyzed and the error logs were reviewed in artemis/lighthouse and confirmed that error 32127 and 48308 did trigger in the field. Unit was visually inspected and found no issues to be related to the event. Unit was installed onto known good in-house system and system did not trigger any error during startup. System was power cycled multiple times and no issues were observed. System was left idle for some time and system was in good condition. Instrument driving test was performed and system functioned as designed. Unit was able to engage with the endoscope. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced an ongoing issue where error 32127 appeared at power-up. The tse confirmed that error 32127 is associated with the endoscope system controller (esc). The customer also reported error 48308, which the tse advised may be related to the 32127 error. The procedure was completing as planned with no reported injury.